Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th july 2025, it was reported by an arthrex's employee via email that for an ar-1588btb-2j, tightrope® ii btb, with deploying suture, the nitinol wire broke while pulling in the suture. This was detected during an acl recon revision with btb graft on (B)(6) 2025. The procedure was completed successfully, acl done in patient. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was confirmed based on the customer¿s attached image, which showed a broken suture-threaded nitinol wire.